Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the battery was faulty. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer requested a replacement battery.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the battery to resolve the problem.